Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
The pt reportedly suddenly stopped hearing sound with the cochlear implant system (date not provided). All external equipment was checked and reprogramming was attempted, but the problem was not resolved. An integrity test done in 2006 confirmed that the receiver/stimulator was not functioning. Explanation surgery is planned for 2007.